Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the cgm reading was 172 mg/dl with a double arrow up. The patient dosed insulin based on the cgm value, but the dose was not correct due to the inaccuracy and he passed out for a couple of minutes. His wife took a manual bg meter reading which was 50 mg/dl. The patient took a dose of glucagon using an emergency pen and was doing fine afterward. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.